Event description:
Information was received from an unknown source via a manufacturer's representative regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump for an unknown indication for use. It was reported that a (B)(4) intrathecal baclofen (itb) patient's pump was alarming (critical alarm). The patient was currently on (B)(6) on vacation. There were no reported symptoms. No complications were reported. Additional information was received. The date of the first alarm was corrected to (B)(6) 2017; this alarm occurred once per hour. The initial reporter information was received. The patient did not end up going to a facility, as they were on vacation. Pump logs were not available. The cause of the alarm was unknown. The patient did not experience any symptoms. Actions taken to resolve the alarm included sending an address for a local clinic in (B)(6); it was unknown if the patient went to the clinic or not. It was unknown if the event resolved, but it was stated that the pump was waiting to be replaced as soon as possible.

Manufacturer narrative:
Updated to product problem, as there was no longer any indication an adverse event had occurred. Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump had not been replaced. As far as the representative knew, the pump was still in service and the patient was fine. The pump would not be returned until the hcp decided to replace it.